Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the treatment stopped several seconds before completion of the left eye treatment. The treatment was attempted to be reengaged but the laser could not find the pupil. The treatment was canceled and restarted from the beginning. The treatment was completed successfully and the patient is experiencing expected outcomes. Additional information requested.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) verified tracker alignment, cleaned tracker mirror and calibrated fov (field of view) on the eyetracker. The system meets specification per service test procedure. No abnormality was noted. Review of the logfile for the day of treatment shows the system passed successfully all initialization steps and the user skipped a gas change, the scanner test and performed the needed energy and eyetracker and fluence test without any issue. The reported event could be identified in the logfile. The review shows the treatment stopped, no pupil detected, adjust patient and go on with laser, and aborted by user buttons occurred during the reported treatment, that indicates the treatment was canceled by the user. The user restarted the treatment. The treatment was performed successfully. The treatment stopped button occurred during two other treatments, but the treatments were finished without problem. That warning indicates the user wobbled the laser pedal during treatments. The 20 other treatments were performed successfully without this message or another problem. No technical root cause could be identified. The possible root cause for the pupil lost could be eye movement of the patient. The root cause for treatment stop is user handling. The manufacturer internal reference number is: (B)(4).